Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and determined multiple parts malfunctioned. The fse replaced the pressure sensor, pressure sensor board and sample syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated erroneous patient results for multiple analytes which include ise (ion selective electrode) sodium (na), potassium (k) and chloride (cl). The erroneous result was not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.